Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required. Dexcom was made aware on 02/23/2025, that on (B)(6) 2025 the patient experienced a skin reaction. The wearable was inserted into the arm on (B)(6) 2025. On 02/22/2025, it was reported that the patient experienced a skin reaction with an infection which occurred two days after the sensor had been inserted in the arm. The patient developed pain, redness, inflammation, and infection at the needle puncture site and under the adhesive. Prior to sensor insertion the area was prepped with alcohol. The patient went to an urgent care clinic and was prescribed an oral and topical antibiotic medication (dicloxacillin 500 mg tablets and mupirocin 2% cream for two weeks). At the time of report the patient was doing well. No additional event or patient information is available.

Event description:
Dexcom was made aware on 02/23/2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with an infection which occurred two days after the sensor had been inserted in the arm. The patient developed pain, redness, inflammation, and infection at the needle puncture site and under the adhesive. Prior to sensor insertion the area was prepped with alcohol. The patient went to an urgent care clinic and was prescribed an oral and topical antibiotic medication (dicloxacillin 500 mg tablets and mupirocin 2% cream for two weeks). At the time of report the patient was doing well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).